Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with a pocket infection; their white count was normal, and the physician believed the infection was isolated to the pocket area. The patient underwent a total device system extraction on the right side. The leads were sent to the facility's microbiology area, and the device will be sent back to the manufacturer. A new system was implanted on the left side. The patient reportedly kept picking at the pocket and rinsing it a lot, and it was noted that there was a chance that the same may happen again on the left side. There were no additional complications for the patient.